Manufacturer narrative:
The probe malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer found fluid leaking under the instrument. The fluid is pooling in the left back corner of the autostainer. The leak was caused by dripping probe at "home" position. Customer did not indicate any impact on patient staining result. The fse resolved the issue by replacement of the probe during preventive maintenance.

Manufacturer narrative:
The probe malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer found fluid leaking under the instrument. The fluid is pooling in the left back corner of the autostainer. The leak was caused by dripping probe at "home" position. Customer did not indicate any impact on patient staining result. The fse resolved the issue by replacement of the probe during preventive maintenance.